Event description:
Additional information received 28-sep-21: event date was (B)(6) 2021, not in use with patient.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure, block assembly, and line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be a faulty printed circuit board (pcb). No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device display did not work. No patient involvement; found during testing.